Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who will see their healthcare provider (hcp) on thursday, but in the meantime, they want to use their patient programmer (pp) to adjust settings. When they synced to their implantable neurostimulator (ins), they realized stimulation was off at 3.3v. Stimulation was decreased to 1.7v, turned on, and increased to 1.8v where the patient reported feeling stimulation. The next day, patient stopped feeling stimulation the night prior. They checked their pp which said the ins went off; there was no lightning bolt. The patient didn't turn their ins off because they didn't use the stimulation off button. After replacing the pp batteries, the light didn't appear when they went to check their settings. During the call, they had access to their pp, hit the sync button and saw program 2 at 3.2v, but the flash (lightning bolt) didn't appear. They attempted to use the light button and the light came on at one point. They recalled another time when they tried to turn the pp light on, but the light didn't come on; the patient said it must be them. It was reviewed that the pp is functioning as intended; a quick guide was sent to the patient as well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on april 30th reported that (B)(6) was one of her worse days ever and she had to rush to the bathroom to find out she wet her pants in public. The patient stated on (B)(6) she went through 4 pads. The patient reported because of this she was very distressed and when she was leaking and dripping so bad she couldn¿t sleep, and it had been about a week where she hadn¿t slept. The patient stated she was at the casino on (B)(6) and all of a sudden out of nowhere she had to get out of her chair because the stimulation was too much. The patient stated she didn¿t understand why the stimulation seemed to have gone way up in strength because the numbers were the same. The patient stated she had been trying to do physical therapy for a while, but when she was on the table she gad to stop the therapist so she could turn down the stimulation because when she was laying on the table to the degree of stimulation was hurting her. The patient stated that she had felt stimulation as painful. The patient r eported that she didn¿t have any falls or trauma. The patient stated she had been using the programmer to check to make sure therapy was on and it had been on. The patient synced with patient programmer and stimulation was on. The patient was on program 2 at 2.7 v . The patient noted she had been previously on program 1. The patient increased stimulation to 1.8 v and stated she was definitely feeling stimulation in the bike seat area. It was noted the patient was traveling to disney land next week and stated if the symptoms don¿t start to improve she would go to the hcp to have the device check/get advice on if she should try a new program or not. The patient noted the symptoms were sudden in onset. The patient had painful stimulation on (B)(6) and a return of symptoms at least since the week of (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
See manufacturer¿s report # 3004209178-2018-03322 for the patient¿s prior issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a ¿very bad week¿ as they had a lot of dripping, urgency, and ¿peeing in her pants¿. This started one week ago. Two days ago they got up 4 times to go to the bathroom. In addition, the patient stated that they had been ¿very miserable¿ about the ins. This started ¿maybe 7 days ago¿. They had gone to their gynecologist and ¿could not even lay on the table because the ins was so painful¿. When they roll over in bed, they can notice the implant. The patient further stated that when they are driving in a car, ¿it felt like something was going to fall out of her insides¿ and it ¿feels like lightening was going through her body and quite painful at times¿. The mentioned that it was ¿painful coming out of her vagina like something coming through¿. This started ¿maybe last friday¿. In addition, the patient thought they were coming down with a urinary tract infection (uti) but did not have one but the pain was the same. It felt like ¿a nerve is coming through, like a nerve pain¿. It was noted that the patient had changed for program 1 to program 2 then adjusted further from 3.4 to 3.3 volts. The patient stated that the symptoms got better for a while then it went back to not helping which was quite discouraging for them. The patient was redirected to follow up with their healthcare professional (hcp) to discuss the symptoms/issues. There were no further complications reported or anticipated.